Event description:
This is filed to report inability to close the clip all the way and clip movement post deployment. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a patient presenting with degenerative mitral regurgitation (mr) with grade of 4+. The first clip (20505r150) was advanced to the mitral valve. The clip was unable to close completely due to massive leaflet tissue. The clip was deployed with no reported issue and was stable on both leaflets but due to the anatomy there was massive movements. A second clip (20505r104) was implanted medial to the first clip with no reported issue. A third clip (20505r130) was advanced and achieved a good grasp of both leaflets. However, the physician was unable to retract the splint out of the shaft to deploy the clip. Troubleshooting was attempted for 90 minutes, however, the clip was not able to detach from the clip delivery system (cds). Surgical intervention was performed in order to detach the clip from the cds, which still required force. In the process of detaching the clip from the delivery system, the clip detached from one of the leaflets resulting in a single leaflet device attachment (slda). The clip was able to be explanted from the patient by the physician manually opening the clip with a clamp to remove it. While removing the arterial access sheath from the extracorporeal circulation device, the femoral artery was damaged. The damage was repaired with patch stitching. Patient left catheterization lab stable and mr was reduced to grade 3. No additional information provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced is filed under a separate medwatch report number.

Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, the reported inability to close the clip and clip migration appear to be due to challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling. Four (4) videos taken on a personal device (e.g. Smart phone, tablet) of an echocardiography and fluoroscopic monitors were provided. All four videos were taken during usage of the third cds (reported device) as indicated by the presence of two fully deployed clips and third cds (with the clip attached). The third clip appears to be in the fully closed positioned (~10°) and it is presumed that the videos were taken during deployment troubleshooting. In each video, the third cds (reported device) was thoroughly assessed, frame-by-frame, in the fluoroscopy monitor feed. There is no apparent device damage or abnormalities observed, and the clip appears to be fully attached and aligned with l-lock shaft of the delivery catheter. Based on the cine provided no confirmation or conclusion of a device issue can be made. It is recommended that the device be returned to abbott for physical examination to assess for a potential root cause.